Event description:
It was reported that the device was fractured. The target lesion was located in the coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During insertion, it was noted that the device could not cross the lesion and was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified. The fracture was noted at the proximal end of the balloon, 30 cm from the hub. Furthermore, the device did not break into two pieces and was completely removed by simply pulling out.

Manufacturer narrative:
B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the device was fractured. The target lesion was located in the coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During insertion, it was noted that the device could not cross the lesion and was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.